Event description:
Healthcare professional reported left side device rupture, hard capsule and "two lymph nodes, that exhibited a foreign body reaction/sign of uptake of prosthetic material" diagnosed by MRI along with a lump in the breast and slight soreness in the area. Healthcare professional then later reported "capsule grade 4". The device has been explanted with total capsulectomy and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, lymphadenopathy, and capsular contracture, baker grade IV.